Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on sep 12, 2023, with lot number 2225485. Based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.